Event description:
Because dist has been unable to obtain info on whether this occurred prior to or after insertion of the catheter, it is being treating it as an adverse event. It was reported that the catheter would not inflate. Six (6) unused catheters were returned for evaluation. The allegedly failed device (s) was (were) not available for evaluation.